Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited nozzle clogg. There were no reports of patient involvement.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The device was returned and the evaluation found the following: insertion part of the connecting tube had a leak; distal end air/water channel had a leak; distal end lens glue had a chip; coupled charging device cover lens glue was chipped; distal end cover had sharp edges; bending section cover or distal sheath rubber had deterioration; bending tube was deformed; bending tube, metal braid had a cutting wire; connecting tube - buckles; scope body discolored; scope cover discolored; suction cylinder nut painting peeled off; right/left knob discolored; up/down knob discolored; switch box unit discolored; color ring cracked; universal coating peel off; universal cord had a scratch; connector was corroded; electric connector unit corroded; control unit angulation less or at specific value control unit angulation play; insertion part distal end air/water channel had a leak; insertion part, distal end air/water channel had a leak; and jet channel clogged. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information/corrections, and the legal manufacturer's investigation. G3 of the initial medwatch should be corrected to 15 feb, 2024 and not 08 feb, 2024 as initially submitted. There were corrections made to d5, e1, e2, and e3 as well. Lastly, d9, h3, h4, and h6 has been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been eight years since the subject device was manufactured. Based on the results of the investigation, the reportable event most likely occurred because reprocessing was not completed. This is due to the occurrence of leakage at insertion section and distal end, and led to remained foreign material at outlet of auxiliary water channel. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.